Event description:
In (B)(6) 2013, lawyer sent a request of damages on behalf of patient to the (B)(6), due to a wrong surgery undertaken by the patient. On (b)(6,) the lawyer of the (B)(6) rejected the claim and addressed the request to stryker. The lawyer reported: (B)(6) 2004: first surgery (left hip) performed at (B)(6) ¿ hipstar n. 6, trident cup 58-36, ceramic heads 36+5. (B)(6) 2007: again at (B)(6) for revision of the left hip. The surgeon ascertained the instability and dislocation risk. Medical assessment stated that the damages have to be addressed to the healthcare professionals of (B)(6). The x-rays demonstrated that during the first surgery on (B)(6) 2004, the cup was positioned in a wrong way. The medical assessment also states that the ceramic ceramic implant was not the best indication to use.

Manufacturer narrative:
The information in this report was provided by a law firm in italy. The catalog number and lot code were unknown. The device was reported as an unknown trident cup 58-36. At this time, no additional information is available due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned.